Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 10 minutes into an open anastomosis procedure, while employing an interrupted suturing technique, the thread broke often when making knots. The device was replaced to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 10 minutes into an open anastomosis procedure, while employing an interrupted suturing technique, both the needle and the thread broke. The device was replaced to complete the case.